Manufacturer narrative:
(B)(4).

Event description:
It was reported that use of the antenna locate feature, after coupling or communication issues, resulted in a power on reset (por) condition. After the por, a normal recharging screen then was displayed. The pt then had 2 bars but charged every 4 days and could not get more than 4 bars. It was recommended to try spacers. Add¿l info has been requested, but was not available as of the date of this report.